Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that no defects were present. A field service engineer reseated printer paper and checked for barcode scanner. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es aux 1 failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.